Event description:
Biogel gloves were used during chest tube insertion with a kelly clamp. A piece of the glove finger (index tip) tore and remained in the patient. Secondary surgery was required to retain the foriegn body (torn piece of glove). No additional details are available at this time. Sample not available; however, photo of the glove provided.